Event description:
It was reported the pt had been reprogrammed several times postoperative, and the pt was not receiving stimulation in one desired area. The pt reported she had received stimulation in that area after the implant. X-rays did not show any movement of the lead, and the lead exhibits normal impedance. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.